Manufacturer narrative:
The investigation determined the mixer replacement resolved the issue.

Manufacturer narrative:
The hcg+b reagent lot number and expiration date were requested, but not provided. The field service engineer determined that the mixer failed. The mixer was replaced. Patient results were normal after the replacement. The investigation is ongoing. E1 initial reporter full address - "(B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+beta on a cobas e 411 analyzer (disk system). The sample initially resulted in an hcg+b value of 85898 miu/ml. The doctor and patient questioned the result. The sample was repeated, resulting in a value of 115252 miu/ml.